Event description:
It was reported that the customer had a keypad anomaly on the pump. Customer's blood glucose level was 246 mg/dl. Customer stated that he went to replace his reservoir and the act button won't register anything in the meter. Customer was explained that the pump could have gotten wet from sweat or the humidity from the shower. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened dome switch. No moisture damage or corroded keypad traces were noted. The insulin pump alarmed for a motor error during the basic occlusion test due to a protruded drive support disk. The prime test and occlusion test could not be performed due to the motor error alarm. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.